Manufacturer narrative:
Device evaluation: the cartridge has been returned to animas on 08/26/2015. Evaluation has not yet been completed. No conclusions can be made at this time. When evaluation is completed a supplemental report will be filed. At the meantime, a retain sample from the same lot of cartridge was tested by product analysis on 09/10/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) readings of 365 mg/dl and 43 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal rate by health care provider. The reporter stated that air bubble was found in multiple cartridges and they did not notice any air bubble prior to the prime step. It was reported that the infusion set was secured to the cartridge at the lure lock and no damages were observed to the cartridges. Review of cartridge fill techniques indicated instruction for use was followed. Troubleshooting was unable to resolve the reported issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged air bubble issue with the cartridge of unknown cause.

Manufacturer narrative:
Follow-up #1 dat- device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: six cartridges were returned for investigation. A visual inspection of the cartridges was performed. No damage or defects were noted. The cartridges were cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridges. Four of the cartridges passed the force test; however, two failed.